Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the reported issue. To fix the issue, the fse replaced the scroll compressor then exercised the iabp unit to no fail. Subsequently, the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not inflating. It was later clarified that the iabp unit was not inflating the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not inflating. It was later clarified that the iabp unit was not inflating the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.